Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while removing the device from the packaging, when the stylet was pulled from the hydratome, the device twisted out of orientation. The device was never used inside the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; cut wire was bent.

Manufacturer narrative:
(B)(4): a visual evaluation revealed that the exposed cutting wire was bent. The distal tip with cut wire was not twisted. Investigating the cannulating orientation of the device by inserting the device into a scope, it was found that the tip orientation was within the product specification. A functional evaluation found that device bowing meets the bowing specification. The length and diameter of the exposed cutting wire was measured and found to meet the specifications. The wire was bent 6 mm from the distal pierce hole. The condition of the returned unit was not consistent with the complaint incident that the hydratome was twisted out of orientation. From the investigation, it was found that the distal tip with cut wire was not twisted and the initial tip orientation was within the product specification. However, the exposed cut wire at the distal tip was found to be bent. Therefore, the most probable root cause for the reported issue could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.